Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse did not find the reported error in the logs. However, errors 54 and 55 were confirmed, and pointed to the blue fiber cable. The fse confirmed that the customer had reseated the blue fiber cable. The system was tested and verified as ready for use. No product will be returned for failure analysis because the issue was resolved by reseating the blue fiber cable. No product was replaced. A review of the customer's complaint history revealed that there were no other reported complaints related to this event. This complaint is being reported based on the following conclusion: during a da-vinci-assisted surgical procedure, the system reportedly exhibited errors. Troubleshooting revealed errors related to the blue fiber cable connection. While performing additional troubleshooting steps, the vsc would not power on. A second vsc was connected and used to continue the procedure. Although the procedure was completed with no patient injury, system unavailability after the start of a surgical procedure (first port incision) caused the procedure to be converted to another da vinci system. If the issue were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted mitral valve repair surgical procedure, an error 23210 was displayed on arm 1. The customer stated that they restarted the system several times but the errors persisted. The system was not connected to the hospital's network at the time of the call, so the intuitive surgical, inc. (Isi) technical support engineer was not able to review the logs. The tse had the customer take a picture of the pop-up logs for review, however, the customer reported error was not noted. The only error noted was pointing to the blue fiber cable. The tse advised the customer to check the cables one cable connecting to the surgeon side console was found to be red. The tse recommended that the customer power down and reseat the cable. Troubleshooting steps were performed but the vision site cart would not power up at that point. Then, the tse had the customer emergency power off the system, but the vsc still would not power on. The staff switched to another vsc and the system came up normally. The site proceeded with the setup using the second vsc. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse clarified that ports were placed and the trocar was inserted into the patient when the issue was identified; the staff was getting the patient side cart ready for docking. No issues were noted prior to port placement or during the system set-up. The nurse suspected that a cord shortage was the cause of the issue. It is unknown if there was an outside influence that could have contributed to the system malfunction. The procedure was completed using the second vsc with no further issues and no injury to the patient.